Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error, pump error unexpected insulin flow blocked alarms noted. Pump error alarm confirmed in the pump history due to software error. Unit received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarms including a critical error. Blood glucose level at the time of the incident was 200 mg/dl. During troubleshooting, customer reported that they were unable to rewind. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.